Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their lower bridge is still causing liners to not fit as well. The patient stated that they haven't stopped using them. The patient said that they are on the last lower and 14 on the top. They are also wearing them as told and the patient indicated that the lower aligner has never been correct by trying to move the bridge. On a later date the patient said that the lower aligner is fine, and that the retainer could be sent. Per the clinical support assessment team, the patient is at end of treatment on the lower and is having it issues. The patient was advised to hold in current aligners and sent an aligner evaluation for the lower retainer and looped in the byte support team for upper continuation.